Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change out procedure and potential lead revision. Upon device interrogation prior to procedure, impedance on the ra lead was noted to be consistently fallen below the lower limit since 2016, thus triggering an alert for low impedance. The lead was still left in place. Patient was stable and continues to be monitored.